Manufacturer narrative:
The device exhibited codes zb0041 and zb0090 indicating "touch screen blocked". The touch frame printed circuit board (pcb) was replaced. The device was then run and passed short self-test (sst), extended self-test (est) and performance verification testing (pvt). The serial number was provided and the service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).

Event description:
A report was received from the USA stating the screen was erratic and there was "screen block". The event occurred during set up of the device. There was no reported patient involvement. Though requested, no additional information was available. Should additional information become available, a supplemental report will be filed.